Event description:
It was reported that the there was a leak on the home choice (hc) machine during fill cycle of the therapy, while the home patient (hp) was not connected. The hp stated that the water was coming out of the bottom of the machine. The hp stated he did not notice anything wrong with the supplies that day. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to use manual supply to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13c27077 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection, leak, clear passage and clamp function testing were performed with no issues noted. The reported issue could not be duplicated when the sample was used on the homechoice. The reported condition was not confirmed, and the root cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.